Event description:
Endocurie program -when digitizing "template end view" graphics, magnification factors not equal to unity are not incorporated into data resulting in incorrect dose calculaltions. (*)